Event description:
It was reported to nova biomedical that a consumer received a result of 132 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 83 mg/dl and 93 mg/dl. The consumer alleges having control tested her test strips when they were opened and that the test strips control solution fell into range. During troubleshooting a control solution test was also performed and the test strips fell into range. The difference in the readings was determined to be clinically significant. The test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.